Event description:
(B)(6). Patient got a sublay mesh on (B)(6) 2013 due to a cicatrice hernia. Now he showed a rezidiv-hernia. Intraoperative it was noticed that the net was completely destroyed. Net was intraoperative tearable and mellowed. No infection. New net was set. Patient jeopardized, second op necessary, no blood loss, extension of incision, no change of op, no loss or damage to tissue, no reinforcement material used.

Manufacturer narrative:
(B)(4).